Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that a wake button alarm occurred. Customer declined tandem technical support's offer to troubleshoot. Customer's blood glucose was within range (value not provided). Reportedly, customer continued to use pump for insulin therapy.